Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an medical procedure for a knee replacement, it was reported that a magnet was not used with the cardiac resynchronization therapy defibrillator (crt-d). The patient experienced oversensing causing a short run of ventricular tachycardia (vt) for about 8 beats. There was not a shock delivered, and the patient recovered with no adverse effects. The device remains in-service.